Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the door was failed to recover. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system tower door failed to recover. A field service engineer (fse) confirmed that the issue was with the printer. The printer queue was cleared, and a test print was performed, but the issue persisted and kept cutting the paper off. The fse replaced the label printer on the station, but the system was not picking up the new printer. The fse changed the cables and tested, issue persisted. The fse then tried to load the drivers, but the correct one could not be found. The issue was escalated to the technical support center to update the drivers for the label printer zd411 and configured the printer. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the door was failed to recover. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.